Event description:
(B)(4). It was reported that the vertier surgical table was allegedly not able to move through all functions with the hand control and the function that was reported to be affected was raising the table up. It was further reported that the override panel was allegedly also not able to raise the table. There was no reported patient involvement and no adverse consequences reported.

Manufacturer narrative:
There was no reported patient involvement; therefore, no patient data exists. The actual device was evaluated by a third party service organization. During the evaluation it was determined that the slide motor belt on the table was broken. The cause of the broken slide motor belt is unknown. The third party service tech recommended that the slide motor belt be replaced and this process is currently ongoing. There was no reported patient involvement and no adverse consequences reported with the event.